Event description:
It was reported that the customer's pump screen was dark and would not turn on. The customer¿s blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Technical support instructed the customer to troubleshoot by confirming the pump was not plugged into a power source and by trying to turn it on, which was unsuccessful. The team then advised plugging it in with functioning charging supplies, but the screen remained off, while a red led blinked and the pump vibrated as expected. Ultimately, technical support decided to replace the pump under warranty. The customer was advised to use manual injections as a backup therapy until the replacement pump, equipped with the latest software, arrived. Detailed instructions were provided regarding the return process for the non-functional pump, and the customer acknowledged and understood all guidance given.